Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 126 ohms. Upon review of the latitude, an alert was triggered due to this shock impedance measurements. Technical services (ts) recommended patient to contact boston scientific representative and or to continue to observe. The beep for out-of-range impedances was not on. This rv lead currently remains in service. No adverse patient effects were reported.